Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced persistent high blood glucose while on the ilet and administered multiple manual insulin injections via pen while remaining connected to the pump, performed several infusion set/site-only changes, switched infusion sets, and used a meal announcement as a correction, which constitutes an improper or incorrect use procedure. Symptoms included hyperglycemia. Outcomes included the need for unexpected medical intervention in the form of subcutaneous insulin administered by pen. Troubleshooting and education were completed, and the user elected to pause pump use and return to multiple daily injections with planned retraining by the clinical team. Investigation included communication and interviews as well as analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.